Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat and abdominal aortic aneurysm. The patient had an initial repair procedure for a type ii endoleak done approximately two years post index procedure, however the type ii endoleak was still ongoing. The patient returned for a second re-intervention approximately 3 years post index procedure where the physician performed coil embolization of the aneurysm sac via brachial artery cutdown and repair. The patient is reported to have tolerated the procedure well. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inability to exclude the aneurysm at implant and the persistent proximal loss of seal was found to be user related due to the off-label aortic neck anatomy. Procedure-related harms included a type ii endoleak of the inferior mesenteric artery, two endovascular repair procedures at 14 and 32 months, and a surgical intervention for a brachial/radial thrombosis post first repair procedure. The patient was discharged home on the first post-operative day with an improved, but persistent type ia and type ii endoleak. Long term antiplatelet therapy also likely contributed to the ongoing endoleaks. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).